Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported tip damage and difficulty inserting the guide wire appear to be related to circumstances of the procedure. A conclusive cause for the reported resistance during removal of the stylet cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that there was a lot of resistance met when trying to remove the stylet from the 3.5x8 nc trek rx. The stylet was successfully removed, but the nc trek was unable to be loaded on to the guide wire. Damage was noted to the tip of the nc trek. The damage was thought to be due to the force used to remove the stylet with difficulty. No additional information was given to describe the type of tip damage. There was no patient involvement. Another nc trek was used to complete the procedure without further incident. No additional information was provided.